Event description:
As reported by the user facility: a (B)(6)-year old patient with ulcus cruris (venous ulcers) and venous insufficiency had an anaphylactic reaction after application of prontosan irrigation solution. The patient suffered from pruritus (leg), shortness of breath and syncope (consciousness). The patient was treated successfully with cortisone and tavegil as well as intravenous therapy. The first application of prontosan (three days before the reported incidence) showed a local reaction with pruritus and erythema, but no systemic reactions. Long-term medication: ramipril 10mg, indomethacin 3x100mg. A local application of prontosan on the skin showed a reaction. There are no other allergies of the patient known.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). B.braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, their report has been identified as 3007120504-2014-00007. There was no sample sent for investigation. Based on batch documentation no deviations have occurred during the manufacturing process. An epicutaneous test showed an allergic reaction to prontosan .we continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.